Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 71 mg/dl. Customer stated she does not recall any significant events that may have caused the device to alarm. Customer stated she was trying to put the device on suspend. The buttons would not respond. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All operating currents are within specification. Off no power alarm functioned properly. No blank display noted. No damage found on the lcd isolation tape noted. No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.